Event description:
It was reported that a 3l eva bag leaked. This occurred during filling of the bag with total parenteral nutrition (tpn) solution and before patient connection. There was no patient involvement. No additional information is available. This is report 9 of 15.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.